Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set was coming off from the catheter. There was patient involvement. The patient¿s catheter end came apart and the patient woke up with a wet bed. The patient was treated prophylactically and did not experience any adverse events or develop peritonitis. No additional information is available.